Manufacturer narrative:
No sample collection or centrifugation data was supplied. The customer sent the sample to customer product line support (cpls) for additional testing. Cpls repeated the customer's results on neat samples. Dilution testing recovered non-linear results indicating interference. Testing using a pool of interference-eliminating proteins demonstrated the presence of interfering substances in the patient's sample. Service was not dispatched for this event. An interferent was identified as the root cause of this event.

Event description:
A customer contacted beckman coulter inc. (Bci) in regards to obtaining higher than expected thyroid-stimulating hormone (tsh) results above the normal reference range for one patient that were generated by the unicel dxi 800 access immunoassay system. Additional testing showed the access tsh results discordant to two (2) alternate methods. The patient was treated for hypothyroidism with eutirox but did not respond. The customer did not receive any report of death or serious injury connected with this event.